Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported patient was not receiving medication due to high pressure. Unable to confirm the complaint due to the device not being returned. Based on the review of the information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was in the emergency room waiting for peripheral IV line to get placed. But the patient was not receiving remodulin due to high pressure with both pumps. There was no reported patient involvement or harm.